Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 11-jul-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse replaced the rheodyne valve with the plate for the total area problem. They also replaced the injection valve to remedy intermittent high pressure errors. Calibration and controls were ran and the results were in range. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was due rheodyne valve failure.

Event description:
On (B)(6) 2017, a customer reported that they were getting low total areas with their g8 analyzer. The customer tried running both prediluted qc material and some patient samples but the total area of the patient samples was still low. The customer then replaced the sample needle but the low total areas persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.